Event description:
The customer reported that the 9800 system had poor image quality with intermittent contrast and brightness during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. System interface board, image intensifier, and the camera were replaced during the service call. The system was tested and found to be working as intended and put back into service.